Event description:
Follow up information received reported that the patient still had concerns regarding their therapy/device but was working with their physician and manufacturer representative to resolve the issue. The patient had an appointment scheduled for (B)(6), 2013. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still having pain in certain spots of his right leg and back. It was stated that he has had this pain since he had the trial done. It was noted that the patient had his permanent implantable neurostimulator implanted on (B)(6) 2012. It was stated that the patient has tried making adjustments with his programmer but could not do anything else to alleviate his pain. The patient stated he was hoping that since he just had another surgery he could have programming done to hit the right area. It was noted that the other surgery was not related to his therapy but was another back surgery that took place (B)(6) 2014. It was noted that the patient had an appointment with his hcp scheduled for (B)(6) 2014 but had not asked the hcp if a manufacturer's representative would be present.

Event description:
It was reported that the patient was felt their stimulation from their implantable neurostimulator (ins) since they went back to work last week. Specifically, the stimulation was felt in the front of the leg instead of the targeted location of the back of the leg. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).